Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, there was a break in aseptic technique, further described as the attendant was doing continuous ambulatory peritoneal dialysis (capd) without proper training and was not wearing a mask. Subsequently the patient experienced peritonitis. On an unreported date, the patient was treated with injection fortum (1gm, daily, ip) and vancomycin (2gm, weekly, ip) for peritonitis. At the time of this report, the outcome of the peritonitis was unknown and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.